Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. It was suspected that the cause of the event was due to lead insulation damage. The rv lead was replaced to resolve the event. The patient was stable with no consequences.